Event description:
The plaintiff's attorney alleged the plaintiff experienced a cardiovascular event on or about (B)(6) 2011 after use of the product.

Manufacturer narrative:
This medwatch report is associated with MDR # 1225714-2013-00381.